Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm. Reportedly, there was a delay in clearing the alarm. The customer's blood glucose level was not impacted. No additional alarms were reported.